Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the insulin pump was exposed to an MRI. The customer reported that the insulin pump had cracks on the reservoir compartment. The customer's blood glucose was 22 mg/dl at the time of the incident. The customer's blood glucose was 290 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.